Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing which resulted in inappropriate mode switch and in pacing inhibition. The patient was presented for the ra lead explant procedure. After the ra lead removed from pocket, it was noted that the ra lead exhibited insulation damage which was able to be confirmed via visual examination. The ra lead was explanted and replaced. The patient was in stable condition.